Event description:
Elderly female with history of squamous cell carcinoma of the cervix, procedure: chemo infusion. The safety shield was already pulled up over the needle in the port needle in the access kit when opened. This is the 3rd time this happened this week, this is the only one that was saved. Device was not used on the patient. Manufacturer response for electrosurgical, cutting coagulation accessories, virtuosaph plus with radial indication (per site reporter): will check into it.